Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a disposable stuck in the fillport and cracked. This issue was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 20, 2021 - september 21, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a broken filling syringe tip stuck inside the fill port of the device. The broken syringe tip is not a baxter product. There was no evidence of damage or crack observed from the fill port of the device. Therefore, the reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.